Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021 the customer alleged the pump has physical damage on battery tube area. Unit received with critical pump error (open book) and crest download unsuccessful due to moisture damage on electronics assembly stack pcba1 and pcba2. Unable to performed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump error. Unit received with moisture damage noted on, 40 pin flexible printed circuit/lcd, motor and battery tube. However, unit tested with reference test electronics stack pcba1 and pcba2, was able to boot up properly with no unexpected critical pump error alarm noted. Unit received with fading serial number label and cracked case at battery tube side. The unit p-cap / test reservoir locks in place properly. In summary, customer allegation for critical pump error alarm was confirmed, however, unit tested with reference test electronics stack pcba2, was able to boot up properly with no unexpected critical pump error alarm noted. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a crack on the back. The insulin pump had a physical damage. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.